Event description:
Reportable based on analysis completed on 15-oct-2018. It was reported that the catheter failed to cross the lesion. The 30mm x 3.5mm in diameter, 75% stenosed target lesion was located in the lightly tortuous and seriously calcified left descending artery (lad). A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the device could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition post-procedure was stable. However, device analysis revealed a complete separation at the collar. Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter in 2 pieces. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed a complete separation at the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.